Event description:
A customer reported via phone call indicating that their insulin pump alarmed power loss. The patient's blood glucose level was unknown at the time of the call. The customer stated that that they changed the battery and the insulin pump works as designed. The customer was advised to monitor the insulin pump. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.